Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ii meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. During this time period, the patient continued to take her usual doses of diabetes medications. On (B)(6) 2010 the patient experienced the symptoms of headache and sweating. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.